Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC fractured and leaking. Length was 48cm, exit site marking 2cm, leaking at 1cm. Secured with a secureacath. Unable to reinsert PICC at bedside; referred to ir for insertion of tunneled small-bore cvc on (B)(6) 2023.